Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batches conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.  (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was performed via femoral artery. The stenosed target lesion was located in a moderately tortuous right coronary artery (rca). A 2.50x38mm promus element ¿ long drug eluting stent was advanced and successfully deployed. Following post dilation, a distal edge dissection in the distal part of the stent was noted. A promus element 2.5*24 was deployed distally to the first stent to cover the dissection. The procedure was then completed. No further patient complications were reported.